Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states that during testing they had an under infusion. The pump was not used on a patient. The pump was set to 40ml at 200ml/hr. The pump only delivered 32 ml and finished in 12 minutes.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of an under infusion. The pump was not used on a patient. The pump was set to 40ml at 200ml/hr. The pump only delivered 32 ml and finished in 12 minutes. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.